Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for investigation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-2 and hi display. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and produced test results of hi using meter. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed.